Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) attached the electronic patient gas system (epgs) to lab use only (luo) testing equipment. He performed release testing and found the unit to fail due to inaccurate fraction of inspired oxygen (fio2) readings. He replaced the application printed circuit board assembly (pcba) with a luo application pcba and the unit then passed release testing, determining that the application pcba was the root cause of the reported issue. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the electronic patient gas system (epgs) fraction of inspired oxygen (fio2) was fluctuating. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fio2 was reading out of specification from the set point, or not reading at all. The fsr replaced the epgs and performed release testing. The unit operated to the manufacturer's specifications.